Event description:
It was reported that the radiofrequency programmer head was "bad". The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer head would not interrogate and failed its uplink test. The cable was replaced to resolve. (B)(4).